Event description:
It was reported that multiple alerts for high, out of range hv lead impedance were observed. In clinic hv impedance measurements were normal. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.